Event description:
It was reported that pericardial effusion, cardiac perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing via transesophageal echocardiography (tee) and noted a slight pericardial effusion developed. The patient remained in stable condition, and the physician proceeded with the laac procedure. The effusion did not increase in size during the procedure. At the end of the procedure, the patient became hypotensive, and the pericardial effusion was noted to have an increased in size via echocardiogram. Pericardiocentesis was performed to treat the effusion. The patient went into cardiac arrest. Once stabilized, surgical intervention was required where the physician noted a perforation in the posterior wall of the atrium. The perforation was treated surgically. The patient was in stable condition and was admitted to the intensive care unit (ICU) for monitoring.